Event description:
The report is from the study. The pt is a male with a history of previous CABG, hypertension, hyperlipidemia, smoking, myocardial infarction, and family history of coronary artery disease. The indication for the index procedure is unstable angina pectoris. The target vessel was the distal to mid right coronary artery. Vessel diameter was 2.5mm and the lesion length was 15mm. Pre-procedure stenosis was 90%, timi flow was 2. The lesion was de novo with irregular contour, moderate tortuosity and little or no calcification. The lesion was pre-dilated with a 2 x 20mm balloon at 14atm. Three stents were implanted, overlapping in the lesion. A cypher stent was deployed at 14atm and was post-dilated, because it was not fully expanded, with a 3.25 x 18mm balloon at 16atm. Another cypher was deployed at 16atm and was post-dilated, because it was not fully expanded, with a 3.5 x 15mm balloon at 20atm. A cypher (second) was deployed at 20atm and was post-dilated with a 4 x 8 mm balloon at 20atm. The investigator states that they were unable to fully dilate the stents due to calcification of the lesion. Post-procedure stenosis was 0% and timi flow was 3. The pt was discharged the day after the procedure. The pt was re-admitted 4 days later with angina. Troponin was increased less than 2 times above upper normal level (unl) and not evident of mi. An angiography was performed, and the stents were patent, but the physician re-ballooned the two stents. An mi at an undetermined location is noted. At the one-month follow-up, in 2008, the pt was experiencing angina at rest and during exertion and was wearing a ntdur patch. All medications were ongoing and uninterrupted.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated MFR report nubmers are 9616099-2008-00472 and 9616099-2008-00474. Add'l info will be submitted within 30 days of receipt.